Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
A customer reported an issue with the pump display, where the left three-quarters of the screen was black, affecting their ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent. The customer planned to use a backup insulin pump temporarily.